Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis experienced left sided deflation post procedure. Diagnosis was made through a physical examination. As a result, removal without replacement was performed on (B)(6) 2024.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 26, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear within a crease/fold on the posterior view and an area of missing material in the patch, measuring approximately 1.5 cm, and 0.2 cm x 0.1 cm, respectively. A microscopic examination was performed, and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was received on july 8, 2024. When the device was explanted, no replacement device was placed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 24, 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 6, 2024. In addition to the issues reported previously, the patient also experienced bilateral capsular contracture. Reason for device explant and/or reoperation: capsular contracture/deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 11, 2024. The date of explant was clarified to be (B)(6) 2024. Manufacturer¿s reference number: (B)(4).